Manufacturer narrative:
The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately, without a sample we are unable to confirm the reported condition if a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15i159fhx. A potential root cause for this complaint may be that the sleeve was not inserted fully or dislodged post production. A quality alert was initiated to communicate and create understanding of this customer concerns to all personnel involved in the manufacturing of this product. Furthermore a formal corrective and preventative action investigation (CAPA) has been initiated to investigate complaints for the tubing issues. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.

Manufacturer narrative:
A sample was received at the plant and reviewed. The return of the sample does not change the results of the investigation as the defect was confirmed by the photos attached to the complaint.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the corrugated tube is out of the joint to the drain chamber which can cause a collapse of the tube.